Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, product surveillance technician (pst) observed that a prong was missing from the power cord's plug. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the user facility's biomedical engineer (biomed), they heard a crackling noise when the unit was plugged into the wall outlet. They moved to a different wall outlet and the unit operated on battery power only. They attempted to check the circuit breakers and they were all engaged. The field service representative (fsr) verified the reported issue. He found that the molded alternating current (ac) power cord was melted and prong had separated from the plug. He replaced the power cord and tested operation. The unit operated to the manufacturer¿s specifications.

Event description:
It was reported that during the use of the device for a non-clinical activity, the unit only runs on battery power. There was no patient involvement.